Manufacturer narrative:
Device discarded by customer. The impella rp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a white male had impella rp pump placed via the right (rt) femoral vein. The patient had suspected hemolysis about 3-4 days into the case, the pump was explanted as a result.

Manufacturer narrative:
As noted in the impella IFU: impella rp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records. Corrected information for the initial MFR 1220648-2021-01181 was provided in sections b5, d6a, d6b, h6 and h10.

Event description:
Additional information was received from the complainant that the impella rp pump was removed due to a suspicion of thrombus. In addition, it was noted that the patient was heparin-induced thrombocytopenia (hit) positive and bi-carb remained in the purge.